Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap nissen. According to the reporter: tip broke off while inserting the trocar. It was removed immediately without consequence. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. No patient injury was reported.